Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient(pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that pt felt shocking sensation all over body. Pt reported this started a few weeks ago, unknown when. Pt did not have a managing physician, has not seen a physician in years.  Pt reports the patient programmer was not connecting to their implant. Pt reported their patient programmer batteries had been changed, new sets and continues to not connect to their implant.